Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm noted and intermittent button response noted due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, keypad anomaly and alarmed button error. The customer's blood glucose reading was 64 mg/dl at the time of the call. The customer stated the insulin pump was exposed to perspiration. The insulin pump alarmed button error and had unresponsive buttons, after the moisture exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.